Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: review of the pump¿s alarm history revealed a call service 064 alarm recorded on 16 apr 2016. On examination, the battery compartment and returned battery cap were intact and without damage. The battery cap was able to fit securely to the pump. The pump was powered on and ez-prime sequence successfully completed. The pump was exercised for 24 hours without the occurrence of any call service alarms, no warnings and no errors. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.